Event description:
When pt attempted to sit up by holding onto side rails, the pt began to slide to the end of the bed. Staff could not stop pt from sliding and the bed gave away when pt's weight reached the end of the bed.